Event description:
It was reported that a malfunction code 16 occurred on the customer's pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was instructed by technical support to use multiple daily injections (mdi) as a backup therapy while the pump was being replaced. The pump was confirmed to be under warranty, and arrangements were made for the customer to return the faulty pump to tandem using a pre-paid label.